Manufacturer narrative:
(B)(4). The actual device involved has not been received yet for eval and the investigation is on going at this time. A follow up report will be submitted when the investigation results become available.

Event description:
(B)(4).